Manufacturer narrative:
H10: the sample was returned and evaluated. The returned sample was dry without a cap on the dark blue connector. A visual inspection with the naked eye, and magnification noted, the female connector was separated from the light blue main body of the twist clamp. The insert chip was not returned with the sample, to verify if solvent was present. However, there was evidence on the female connector, indicating the insert chip was present during assembly. The insert chip was most likely, dislodged during disconnection. There was no evidence of solvent inside the barrel of the light blue main body of the twist clamp. The reported condition was verified. The cause of the condition was, due to inadequate solvent application the main body of the twist clamp, during the manufacturing process. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the navy blue female connector separated from the light blue main body of a transfer set. This was observed during an unspecified process step of peritoneal dialysis therapy. The patient was able to re-tighten the navy blue portion of the set. There was no patient injury or medical intervention associated with this event. No additional information is available.